Manufacturer narrative:
During reprogramming the nalu system was confirmed to be functioning and delivering stimulation to the appropriate areas, however patient continued to report inadequate pain relief. Review of records found no prior reports of any system or component issues for this patient. There are no recorded product support requests from this patient. The system appears to have provided adequate pain relief initially. It is possible that the patient's pain symptoms have expanded over the 4 years that the system was implanted, thus making the nalu device less effective, however this is unable to be confirmed with the information available to the firm.

Event description:
The patient was implanted with a nalu stimulation device on 12/30/2020. On 03/18/2025 the firm was notified that the patient was being scheduled for explant. The patient reported not using the nalu system since approximately (B)(6) 2024. During a routine clinic visit in (B)(6) 2025 the system was confirmed to be functioning as anticipated and the patient was able to successfully place the components and use the system. Reprogramming was done during the clinic visit but the patient reported not getting adequate pain relief from the system even after reprogramming. Patient stated an MRI was being scheduled and thus requested to remove the nalu system. On (B)(6) 2025 an explant was performed; however, the tined portion of the leads was not able to be removed and the patient was referred to a plastic surgeon for removal of the remaining lead fragments.